Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that this implantable pacemaker went to elective replacement indicator (eri) in between follow ups. It was reported that auto capture has remained on at 3.5 volts (v), thresholds has been low and patient only paces 20% in the right ventricle (rv) and 16% in right atrium (ra). Boston scientific technical services (ts) suggested to have device analysis or a save to disk to determine why device reached eri in between follow-ups. Additional information received indicated that the device was scheduled for a change out and will be returned for analysis. The device was explanted. No additional adverse patient effects were reported.